Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead dislodged into the right ventricle. The patient did not suffer any adverse events. The lead was explanted and a new lead was implanted. The patient was stable post-procedure.

Manufacturer narrative:
A complete lead was returned in one piece. Analysis was normal. No anomalies were found.